Event description:
Customer reported that system intermittently shuts down due to problem with power cord. Power plug did require tightening. No patient or staff injuries had occured and all procedures were completed with slight delay.

Manufacturer narrative:
Gehc service personnel tightened up power plug to ensure intermittent shut down no longer occurs. Reset retainer wings on video pin at lemo receptacle to ensure firm seating of video pin. Tested system for proper operation. System performs as intended.